Event description:
Meter was not powering on for approximately 3 weeks. Patient take 2 glyburide pills and 2 avocet pills once a day; patient continued taking them while unable to test. Patient experienced 2 incidents of blacking out. When patient regained consciousness patient would take glucose tablets. No medical attention was sought for either incident. The patient did visit physician regarding the incidents and the physician told patient that their blood sugar was probably high at those times. Physician took 3 tubes of blood for lab tests to be performed. The results are pending. The physician did not test patient's blood sugar in the office. The patient did not attempt to test during the time that the meter was not powering on. The patient was using the correct test strips, the batteries were in good condition and less than 1 year old. The battery contacts were also in good condition. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. No blood glucose tests were performed that would determine the patient's blood glucose at the time of the events and no medical intervention was provided. A replacement meter and testing supplies are being sent to the patient.